Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the report of heart failure with hypertension could not be determined. Furthermore, the report of changes in flow could not be confirmed through the analysis of the submitted log file. The submitted system controller log file captured flow in the 4.5 to 7 lpm range. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Pulmonary hypertension is listed in the hmii lvas IFU as a potential risk and adverse event associated with the use of the heartmate ii left ventricular assist system. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. This document explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were received for the patient presented with pulmonary and systemic congestion and mean blood pressure 100 mmhg. Patient received IV and oral diuretics, had symptom relief, and lost 6 pounds. During the analysis of the log file there was an elevated flow, higher than the normal parameters. There were no other unusual events seen within the log file and no reported alarms for the event. The flow changes appeared of a small magnitude, and it was thought that they could be a mis-estimation due to hypertension. Usually the patient's flows were low, but there was a possibility it could be heart failure with hypertension. The patient had become hypertensive and had inadequate adherence to medical therapy. The patient was also noted to have had severe mitral regurgitation. Heart failure was later confirmed by clinical evaluation and the patient's symptoms (dyspnea, peripheral edema, weight gain). Pump thrombosis was also suspected, though the evaluation and the log file did not suggest it. As of (B)(6) 2019 the patient was irreparably better, and had been discharged and was using diuretics and vasodilators.